Event description:
Philips received info from the customer reporting that there was a smell of burning and visible smoke in the CT scan room. The system was not in clinical use at the time and there was no one in the CT scan room. The field safety engineer confirmed that there was only smoke and no fire. The fire alarm did not activate. There was no harm to any pt or operator from this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).